Event description:
Patient was hospitalized due to a depressive episode and their treatment was modified. No other relevant information has been received to date.

Event description:
Information obtained in regards to the outcome of the increased depression, noting that it has since been recovered/resolved. No other relevant information has been received to date.

Manufacturer narrative:
B4. Serial #, lot#, expiration date, UDI #, corrected data: follow-up report #01 inadvertently left these fields blank. H4. Device manufacture date, corrected data: follow-up report #01 inadvertently left this field blank.